Manufacturer narrative:
Unused samples from the same lot have been shipped to the factory for investigation. Pending investigation findings.

Event description:
During im injection in the right thigh for pre-op medications during a neuter procedure, needle appeared to slip out of the hub. Needle is visible upon x-ray. The canine appears to be recovering normally with no problems. Hub was discarded. The facility contacted a surgical specialist when the incident occurred and they were advised to leave the needle in place. It was explained that attempting to find the small needle, it could cause more damage to the muscle group, rather than allowing it to remain as it might eventually work its way out on its own. Facility was instructed to have an x-ray of the site at least one or twice a year, to monitor the position of the needle. No additional information has been provided.

Manufacturer narrative:
Unused samples from the same lot have been shipped to the factory for investigation. Pending investigation findings.

Event description:
During im injection in the right thigh for pre-op medications during a neuter procedure, needle appeared to slip out of the hub. Needle is visible upon x-ray. The canine appears to be recovering normally with no problems. Hub was discarded. The facility contacted a surgical specialist when the incident occurred and they were advised to leave the needle in place. It was explained that attempting to find the small needle, it could cause more damage to the muscle group, rather than allowing it to remain as it might eventually work its way out on its own. Facility was instructed to have an x-ray of the site at least one or twice a year, to monitor the position of the needle. No additional information has been provided.